Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported failure power up test fails code #14. However, the fse was able to verify the alarm log which confirmed power up test fails code #14. The alarm logs also showed two occurrences the "iabp may require maintenance" alarm. These coupled with a fault code 77 indicated a failure of the scroll compressor. To fix the issue the fse replaced the scroll compressor. After the repair was complete, the unit passed all functional and safety tests. It has been cleared for clinical use and returned to the customer. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) presented a power up test fails code #14. There was no patient involvement and no adverse event was reported. It is unknown when the event occurred.

Manufacturer narrative:
The removed scroll compressor was returned to the manufacturer site for further evaluation. A technician at the maquet/getinge national repair center (nrc) inspected the scroll compressor and there was no visual damage observed. The nrc installed the scroll compressor into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. The nrc verified the failure. The compressor failed testing. The compressor will be retained by the nrc per procedure.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) presented a power up test fails code #14. There was no patient involvement and no adverse event was reported. It is unknown when the event occurred.